Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A hawkone directional atherectomy device was being used during the treatment of a 250mm calcified fibrous lesion with chronic total occlusion in the proximal region of the superficial femoral artery. The artery diameter was 6mm and moderately calcified and mildlytortuous. A 6/65 non mdt sheath (terumo destination) and a non-mdt (zip wire) guide wire were used. The IFU was followed. It was reported that severe resistance was felt when retracting the hawkone device and the device was difficult to remove due to the nosecone being full and it was noted that there was a kink on the nosecone area of the catheter. A second hawkone was used which was also full and difficult to remove also. The device was removed without breaking. A protege ever flex self-expanding stent was also used during the same procedure, the device was prepped as per the IFU with no issues identified. The lesion was pre-dilated. It was reported the stent fractured and partially removed from the patient. The device did not pass through a previously deployed stent. Ballooning was performed to the fractured stent, and this provided optimal results and no further intervention was required. Device did not pass through a previously deployed stent, resistance was not encountered when advancing the device, and no excessive force used. No further patient injury reported for this event

Manufacturer narrative:
Product analysis the returned stent measures approximately 20mm, with damage to the stent and approximately 80mm of stent missing the device was returned with the two grips pushed together the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 28mm from the distal end of the stainless steel hypotube indicating that the safety locking pin was properly tightened during manufacturing. No functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.